Event description:
Rn noted fluid not infusing despite pump showing volume infusing and no alarm. She changed to a second set of tubing with the same result, then noted visible precipitate. IV fluid hanging with calcium and phosphorous. Rate of infusion 7.3 ml/hr.